Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The user alleged that the device was very loud whining sounds. There was no patient harm or injury reported. The device was returned for evaluation, during the evaluation visible foam particles were observed in the device and missing left door top enclosure power button loose ui panel and screen scratch and bottom enclosure scratch was observed. Very loud whining sounds from the device was also confirmed. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party services.